Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter (B)(4).

Event description:
The patient requested a healthcare provider that would be willing to replace the pump for a smaller 20 ml pump. The patient stated that the pump was so large that it was causing them discomfort. This occurred following a new pump and catheter implant. The location of the symptom was over the pump. The patient¿s status was ¿good¿. The medication infused was unknown. The patient stated their doctor put a 40 ml pump in them without telling them. They weighed a little bit over 100 pounds. A year later their doctor gave them a 20 ml pump. Per the manufacturer¿s device registry, the pump was replaced on (B)(6) 2011.